Event description:
After the stent deployment the physician met difficulties withdrawing the guidewire. When the device was withdrawn from the patient's body the physician observed that the guidwire tip was tapering.